Event description:
Reporter indicated that patient (implanted for depression overseas) experienced the following adverse events: a probable pulmonary embolism occurred in 2001. The event was reported by the study investigator to be a single occurrence of moderate severity that was life-threatening and required hospitalization. It was believed to be definitely related to the implantation of the vns, but not to be related to stimulation as the device was not programmed to on at the time of the event. The investigator believes that the probable pulmonary embolus was related to the patient's breast cancer and post-operative mobility. Four days before this report, the event was reported as ongoing with the patient having been discharged from the hospital for day before this report on anticoagulant therapy (warfarin, 5 mg/day for 3-6 months). The second adverse event in this patient was shortness of breath and chest pain reported on the day of the event, to be a lower respiratory tract infection of moderate degree resulting from the general anaesthesia given for the implantation of the vagus nerve stimulator and post-operative immobility. The investigator reported this single occurrence to be moderate in severity with recovery ensuing after treatment with antibiotics (zinnat - cefuroxime). It was reported as being definitely related to the implantation procedure but not related to stimulation. The device was not programmed to on at the time of the occurrence of the pain. It was reported to be resolved two weeks after the event. Additionally, the patient required an intercostal nerve block (using the long-acting local anaesthetic bupivacaine) for pain in the right breast. The patient had a history of breast cancer and had previously had a lumpectomy. The investigator reported that the necessity for a nerve block was unrelated to either the implantation procedure or stimulation. The device was not programmed to on at the time of the occurrence of the pain. The event was resolved the same day, following the nerve block. It was reported that the patient had been treated by this anaesthetic procedure in the past for the same pain. Attempts to obtain additional information have been unsuccessful to date.